Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I have been since having headaches everyday since my removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have been since having headaches everyday since my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, headache and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fibromyalgia, headache and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added. Event: fibromyalgia were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I have been since having headaches everyday since my removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fibromyalgia ("fibromyalgia"), feeling abnormal ("not feel good"), pain ("whole body hurts") and restless legs syndrome ("restless leg") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, headache, fibromyalgia, weight decreased and restless legs syndrome outcome was unknown. The reporter considered feeling abnormal, fibromyalgia, headache, pain, pelvic pain, restless legs syndrome and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fibromyalgia, headache, medical device removal and weight decreased, restless leg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Previously reported unspecified event¿ medical device removal¿ was updated to more specified event" chronic pain (pelvic pain)¿ . Reporter was added. On 23-mar-2020: social media: reporter and event - restless leg were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have been since having headaches everyday since my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced headache ("headaches"), fibromyalgia ("fibromyalgia"), feeling abnormal ("not feel good") and pain ("whole body hurts") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, headache, fibromyalgia and weight decreased outcome was unknown. The reporter considered feeling abnormal, fibromyalgia, headache, medical device removal, pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fibromyalgia, headache, medical device removal and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events not feel good and whole body hurt were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have been since having headaches everyday since my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced headache ("headaches") and fibromyalgia ("fibromyalgia") and was found to have weight decreased ("lost weight"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, headache, fibromyalgia and weight decreased outcome was unknown. The reporter considered fibromyalgia, headache, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fibromyalgia, headache, medical device removal and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: lost weight. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.